Event description:
The customer reported that the brush could not be inserted into the suction cylinder of the subject device. The issue was observed while preparing the subject device for an unspecified diagnostic procedure. Another similar device was used for the intended procedure, without a delay to the procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was observed coming out of the suction cylinder. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
Further evaluation of the device found there were creases in the connecting tube protector, in the universal cord protector, and on switch #2. The gap of the up/down knob was out of specification due to wear of the angle wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.